Event description:
It was reported that the subject device had a ceramic head damaged. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned for investigation. Based on the information provided and the regional repair center, the device evaluation confirmed the customer¿s allegation. The likely caused was a component failure of the ceramic head (insulation beak) due to some kind of excessive force. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.